Manufacturer narrative:
(B)(4). (B)(6). If explanted, give date: not applicable as the lens remains implanted to date. This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) the surgeon felt that the delivery system was a little stiff. The lens was implanted and the surgeon noticed a small crack on the edge of the optic. The surgeon is not planning to explant the lens. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens remains implanted; therefore, it was not available for evaluation. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. The reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.